Event description:
It was reported that, the shaver had no power. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem and found this was related to an inoperative on/off button. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.